Event description:
A diabetic educator called to notify that the customer was hospitalized with dka. The contact believed that the customer was not well informed with the pump. It was stated that the customer was not aware of the two high bg rule and did not change the infusion set. The alarm history showed several alarms. Also the contact stated that the customer bolused twelve times every two hours. The time was off by thirteen hours. The customer had only one basal rate. Troubleshooting was performed. Pump passed all the testing.